Event description:
It was discovered that this pacemaker system and remote communicator was in a valid radio frequency (rf) overuse condition. It was determined that the cause of the rf overuse was due to frequent alerts. There are frequent ventricular tachycardia (vt) episodes in which ventricular is greater than atrial alerts. It was determined right ventricular (rv) noise was the cause of these episodes and the lead may be failing. Technical services discussed that remote transmission do impact device longevity and could configure the v>a alert to off or could revise the lead. The patient was seen, and a cardioversion was performed, and the device was reprogrammed to rv unipolar sensing to mitigate noise and there have not been any new non-sustained vt events since. Subsequently, the device was explanted, and the right ventricular (rv) lead was surgically abandoned. The device has been returned for product analysis. No additional adverse patient effects were reported.